Event description:
The patient is pursuing a product liability claim arising out of the use of durom us acetabular component 58/52 r. It was reported by patient's counsel that the patient received an implant on his left hip on (B)(6) 2007 and was revised on (B)(6) 2012 due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).